Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 04/20/2026, it was reported that at around 430am, the patient was asleep when the patient¿s husband noticed the patient was shaking and appeared to be experiencing a seizure. The patient was also reported to be unconscious. The patient¿s husband stated that the patient¿s cgm was reading low mg/dl but the dexcom receiver did not provide any audio alert notifying the patient to her hypoglycemic state. No bg meter comparison value was taken. The patient¿s husband treated the patient with a glucagon injection and the patient regained consciousness approximately 10-12 minutes later. At that time, the patient¿s cgm was reading 49 mg/dl. Still no bg meter reading was taken. The patient was then given unspecified food/drink containing sugar and the patient¿s husband monitored the patient throughout the day. Later that day, the patient attended a scheduled doctor¿s appointment for an unrelated reason but discussed what occurred at this appointment. The patient¿s doctor reduced the patient¿s lantus insulin dose to 5 units. The patient was feeling ¿weak¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.